Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders and patient information were delayed. A technical support specialist ran a server down query and observed that messages appeared to be crossing, customer confirmed that some orders did not cross earlier and provided the order identity and patient identity for further investigation. Customer later verified that orders were crossing successfully, also confirmed on the server, using the provided credentials, tss was able to dial into secure link after some time, checked the health sight viewer (hsv) and identified alerts indicating patient information and pharmacy orders were delayed or down, restarted all critical services, including the port sharing service, and confirmed that communications from care fusion coordination engine (cce) to enterprise server were functioning properly. Upon rechecking the health sight viewer (hsv), the issue appeared to be related to the customer interface. Tss stated that the issue was with hospital center end instructed the user to contact the center team to resolve the issue. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server user informed that the new orders were not crossing over to the pyxis in the past 15 minutes. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.